Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the ratchet was not correctly assembled. The ratchet was reassembled and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause of the reported issue is attributed to that ratchet being incorrectly assembled. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the handle was not working and did not move the dermacarrier forward. This occurred during surgery as the handle stopped working during the operation. The doctor had to make the mesh manually with a knife as there was only one meshgraft device available. There was no patient harm but there was a delay of 30 minutes. No additional unplanned skin grafts were performed. No adverse events were reported as a result of this malfunction.